Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2016, a reporter contacted animas alleging that the pump had an intermittent power issue. The reporter stated that there was evidence of moisture in the battery compartment. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
Follow-up #1: date of submission 02/02/2017 device evaluation: the device has been returned and evaluated by product analysis on 01/13/2017 with the following findings: the black box showed unexplained pump reboot events and a replace battery alarm following the pump reboot event on the complaint date. The pump intermittently powered on with the returned battery cap. The battery cap threads were damaged. A test battery cap was used for all testing. There was a battery compartment crack observed in the thread area and below the grip pad. There was evidence of moisture contamination inside the battery compartment and on the underside of the battery cap. A 24 hour basal program was run with a test battery cap. No reboot, loss of power or call service alarms were duplicated. The display screen was dim and discolored. The audio bolus button cover was torn but the button was still responsive.